Event description:
It was reported that the zimmer universal oscillating saw attachment had pins that broke off during surgery. X-rays were made to see if any broken parts fell into the wound. No parts were observed on the x-ray. Surgery time was extended two minutes.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.